Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced with one that has updated software, and training will be provided through the tandem source account. The caller was advised to use multiple daily injections as a backup therapy and to contact their healthcare provider for dosing. Instructions were given for storing and returning the faulty pump, and the caller acknowledged all the instructions.